Manufacturer narrative:
Additional information was received by smiths medical on 27-sep-2019, that there was no patient involvement. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspected the pump and attached cassette onto the device and it displayed alarm "cassette not attached properly". The customer's stated problem was verified. Inspected the pump and attached cassette onto the device and it alarmed "cassette not attached properly." Further investigation of the pump determined that air bubbles on downstream occlusion was the root cause of the issue. According to the investigation the pump downstream occlusion will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "high alarm cassette not registering when attached ". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.